Event description:
No additional information.

Manufacturer narrative:
Pr 10363035 follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed on the membrane. A device history review was performed for the suspected lots 2306401, 2304402, 2207601, 2307403, and 2310402, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. A project has been initiated to reduce any foreign material within our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that they noticed a hair or fiber that was imbedded into device between the port and the white plastic surrounding it. Verbatim: the tech attached the protector to the vial but when she went to use it, she noticed a hair or fiber that was imbedded into device (between the port and the white plastic surrounding it).